Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating, "spot in the image", involving pentax model ec-3890fi2/serial (B)(4). The event was reported to have occurred prior to a procedure. No other information was provided at the time of the report. The device was returned to pentax medical (B)(4) where service confirmed the event of spot in the image along with air/water nozzle loosened, the side body cover broken, the light guide cable buckled, and the lg prong loosened.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the air/water nozzle loosened, the ccd module defect, and the u/d and r/l pulley wires worn out. Based on the result, we concluded that it was caused due to the ccd defect; however, other failures are not related to the alleged complaint. Correction information: date of event, follow up #1, coding changed based on the investigation result: health effect - clinical code, health effect - impact code, and component code. Additional information: this event occurred at the time of during use. There was no report of patient harm. Health professional, occupation, type of follow up. This report is being filed as part of the pentax backlog management plan.